Manufacturer narrative:
(B)(4). Per the instructions for use (IFU) coronary occlusion requiring intervention, and cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. The IFU cautions that the safety and effectiveness have not been established in patients with bulky calcified aortic valve leaflets in close proximity to the coronary ostia. In addition, it warns that caution should be exercised in implanting a bioprosthesis in patients with clinically significant coronary artery disease. Coronary obstruction can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Pci). There are multiple patient factors that could put the patient at risk for coronary flow obstruction during the tavr procedure, including significant underlying coronary artery disease and bulky calcification of the native leaflets and root. Displacement of calcium deposits with embolization of debris into one of the arteries, or aortic dissection with continuity of the rupture into the intima of one of the coronary ostia, can result in this complication. The edwards thv manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. In this case, it is likely that the bulky calcification contributed to the coronary occlusion and annular rupture. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Post transfemoral valve deployment, the patient became unstable, the patient was placed on bypass. The films indicated a possible rupture and there was effusion on echo. In addition, it was noted there was left main blockage. The area of the annulus was within range for a 26 xt via echo and CT. While getting access for the device side, the perclose would not hold. It was decided to do a cut down. The bav was performed using an ew 25 bav. After the bav, the pressure did drop, but the valve and delivery system were already across the native valve when it was noted. The sapien xt was deployed. After valve deployment, the patient became unstable and CPR was performed while the patient went on bypass. Once the patient was on bypass, and the films assessed, the team determined that there was a possible rupture and there was effusion on echo. At that time, it was noted there was left main blockage. When the physician wired the l main, the blockage was gone. The physicians spoke with the family, who did not want an open heart procedure performed. The cardiologist performed a pericardial tap. 1200 cc of blood was drained and put back into the cell saver. The patient was then weaned off bypass. For a short while, the patient was stable. However, after a few minutes, he passed away. There was severe/bulky calcification in the native annulus, severe native leaflet calcification, and severe aortic root calcification. The native annulus measured 26.7 mm.